Event description:
It was reported that the ventilator's support arm was broken.there was no patient involvement.manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received service report the support arm with clamp were determined defective due to wear and in need of replacement. Replacement of the support arm with clamp solved the issue. The support arm is used to relieve the patient from the weight of the tubing system. Our conclusion is that the replaced parts were the cause of the failure. However, the root cause to why the part failed has not been established as the replaced part was not returned for investigation.

Event description:
Manufacturer's ref. #: (B)(4).